Event description:
A pt reported blood glucose results of "212 mg/dl, 149 mg/dl, 136 mg/dl, and 141 mg/dl" with a lifescan meter, perfomed between 11-20 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. The test strips and control solution were replaced.